Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance, and no further issues occurred after the pusher assembly mid-joint was out of the friction lock. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils), a non-penumbra microcatheter, and a non-penumbra sheath. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician successfully implanted seven non-penumbra coils. While attempting to advance a smart coil past its initial position within its introducer sheath, the physician encountered resistance and was unable to advance or retract the coil. Therefore, the smart coil was removed from the procedure. The procedure was completed using another smart coil, twenty-four other coils, the same microcatheter, and the same sheath. There was no report of an adverse effect to the patient.